Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Root cause: failure analysis on the returned data acquisition to motor controller cable shows that the ventilator was run for two hours and the cable repeatedly flexed without any errors occurring. No failures were found.